Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery (lad) and left circumflex (lcx) artery. A 3.50x38mm promus element long drug-eluting stent was advanced in the lad. However, as soon as the stent came in the left main coronary artery, it was noted that the stent struts were distorted. The device was removed and another 3.50x38mm promus element stent was advanced and deployed in the lad. Then a 3x20 promus element stent was deployed in the lcx and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element, mr, ous 3.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 1st distal strut damage; lifted and pulled distally. No other strut damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length with the hypotube profile. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion and tip profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery (lad) and left circumflex (lcx) artery. A 3.50x38mm promus element ¿ long drug-eluting stent was advanced in the lad. However, as soon as the stent came in the left main coronary artery, it was noted that the stent struts were distorted. The device was removed and another 3.50x38mm promus element ¿ stent was advanced and deployed in the lad. Then a 3x20 promus element ¿ stent was deployed in the lcx and the procedure was completed. No patient complications were reported and the patient's status was stable.